Event description:
It is reported that the device was implanted in late 2007, and revised in early 2009.

Manufacturer narrative:
Evaluation summary: it was observed that in its returned condition the kinectiv neck has minor stripped edge on the taper face edge, has minor nicks on taper surface, has nicks on distal edge of taper on opposite side of orientation bump, has nicks and scratches on medical side of the transition area of the taper/neck body, and has marks on edges of taper body indicating where mated with the distal component. The device was in vivo for approx. 1 year. Some of the above noted physical characteristics may have resulted in explantation. The m/l taper stem was not available for evaluation and the condition is unknown. X-rays were also not provided for evaluation. Factors which may contribute to acetabular loosening pertaining to the kinectiv femoral neck may be one or a combination (but not limited to) the following mechanisms: improper neck length and offset, misalignment of femoral stem/neck assembly, extent of mating connectivity between stem/neck/head interfaces, impingement, and patient activity post-surgery. However, a definitive cause can not be determined with certainty. Device history records indicate item was manufactured and inspected to specification. For no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.